Manufacturer narrative:
The customer reported visible green buildup on the fourth pin from the left. The rse identified this as corrosion and explained that it is the most likely cause of the inaccurate low readings. The customer was advised to have their biomedical engineering team inspect and attempt to clean the affected pin. Additionally, a bench repair form was provided should further service be required. The device was not returned for bench repair. Based on the available information, it was determined that the product malfunctioned, with pin corrosion identified as the most probable root cause of the reported issue. A review of the service history indicates that this issue has not been reported again for this specific device.

Event description:
It was reported that the mx40 has been reading extremely low. Customer states that the mx40 was reading a pulse of 40 but the actual pulse was around 70. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and asked about the quality of the pins on top, customer states that the 4th pin from the left has green buildup on it. The rse informed the customer that this is corrosion and likely why the monitor is reading low. The customer requested a bench repair form. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.